Event description:
It was reported that the patient experienced a loss of stimulation and a loss of therapeutic effect. It was noted that the patient reported a shocking or jolting sensation. It was noted that the patient was reprogrammed. It was noted that the patient was scheduled for an appointment and an x-ray with his pain implanting physician on (B)(6) 2013. It was noted that impedance testing was performed. It was noted that the manufacturing representative met with the patient and attempted to reprogram the stimulator. It was noted that the patient had back surgery on his l4 and l5 spine and at that time the spine surgeon disconnected and reconnected the device. It was noted that this occurred on (B)(6) 2013. It was noted that impedance checks were done and were normal at that time and the patient was reprogrammed a few weeks later with good leg coverage. It was noted that the patient bent down to tie his shoes and now felt like he was being punched in the back whenever he turned the stimulator on. It was noted that they were not able to program around that although impedance checks were normal. It was noted that the patient¿s status at the time of report was alive with no injury. It was noted that the patient experienced pain and less than 50 percent therapy relief in their back. Additional information received reported that the leads had migrated. It was noted that the patient would be scheduled for a revision. Additional information was requested but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-45, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).